Event description:
It was reported a chemotherapy leak. Actual usage: chemo infuser installs for 48 hours on home infusion event: chemotherapy fluid leakage via huber needle through tip side the product is a supply connected to a device/ equipment: infuseur for chemotherapy impact: double injection. Interrupted treatment and had to move to reinstall another hubert needle to continue treatment.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asexf038 showed one other similar product complaint(s) from this lot number.